Event description:
The patient reported he has not used his scs ipg since (B)(6) 2013 due to the device being too complicated for him. It was also reported communication with the ipg could not be established using multiple charging systems.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.